Manufacturer narrative:
It was reported that the delivered tidal volume to the patient was less than the programmed volume. The evaluation of the provided logs show respiratory rate: high, expiratory minute volume: low and peep high. Our field service engineer investigated the ventilator on site and resolved the reported issue by adjusting the barometer. It was also mentioned that the device needed a preventive maintenance since the membrane was at 0% and the water trap was broken. The mentioned parts have been replaced. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the delivered tidal volume to the patient was less than the programmed volume. There was no patient harm. Manufacturer ref.#: (B)(4).